Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports the unit will not operate on ac or battery power. The patient information is not disclosed. A alarm indicating low voltage frequently occurred. (The remaining time was 7 minutes.) The unit was replaced with the same model. No harm to patient.

Manufacturer narrative:
Date rec¿d by MFR : 09may2019. The manufacturer's field service engineer (fse) replaced the power supply and battery and the issue was resolved. The unit successfully passed performance testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.